Event description:
The complainant alleged that during biomed testing, the device had a blank display and a constant alarm on power up. The complainant indicated that there was no pt involvement in the reported malfunction.